Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No scrolling number anomaly was noted on the display. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a broken belt clip slot.

Event description:
Customer reported that the keypad to their insulin pump became unresponsive. Customers blood glucose level was reported at 135 mg/dl. Product is being replaced. No further information provided.